Event description:
No patient harm. Suction did not work for the case. Another device obtained and procedure continued. Manufacturer response for suction tubing, flovac (per site reporter): to investigate and replace.